Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument and mcs tip cover accessory be returned for evaluation, however they have not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the products are returned and evaluated and/ or if additional information is received. A review of the instrument log for the monopolar curved scissors instrument (part# 470179-19/lot# k12220124 0530) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sl0849. The instrument had 0 remaining usable lives with no subsequent use recorded. No image or video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer reported that the monopolar curved scissors tip cover accessory was scratched. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sheath of the monopolar curved scissors instrument was scratched/drawn. The clinical consequences were a risk to the patient (risk of energy leakage). There was replacement material available and the site was obliged to use a non-compliant medical device (dm). The procedure was completed with no patient injury and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d1, d2, d4, d9, g3, g6, g4, h2, h3, h4, h5,h8 evaluation information can be found in the following fields: h6, h10 an intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of tube extension scratch marks/abrasions to be related to the customer reported complaint. The mcs instrument tube extension exhibited signs of scratch marks/abrasion. Tube extension scratch marks measured roughly 0.04¿ x 0.131¿. The root cause of the scratch marks /abrasions instrument tube extension is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal.